Manufacturer narrative:
Results: bd had not received samples from the customer facility for investigation; therefore, the customer¿s indicated failure mode with the incident lot was not observed. However, bd is aware of the issue and further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of ¿stopper pop off¿ are identified. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples and photo were received for evaluation, the customer¿s indicated failure mode of ¿stopper pop off¿ with the incident lot was not observed. However, bd is aware of the issue and further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of ¿stopper pop off¿ are identified. CAPA 126212 has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stopper on a 13 x 75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure loosens after collection. There was no report of injury or medical intervention.